Manufacturer narrative:
An additional lot number was reported (lot # m021018). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer loaded a new cartridge and did not observe drops exiting from the infusion set tubing during the fill tubing step. The customer attempted to fill the tubing and observed drops exiting after filling with 15 units; however, received a minimum fill message. Reportedly, the cartridge had been filled with 200 units of insulin. The customer attempted load a new cartridge, but additional minimum fill messages occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections available as alternate insulin therapy.